Event description:
Device malfunction: none. Time of symptoms/ae: during vessel closure. Symptoms/ae: hematoma. It was reported that a physician trained in the use of the starclose device attempted an arteriotomy closure of the femoral artery after an interventional procedure. The puncture was at the bifurcation of the superficial femoral artery and the profunda arteries. The physician proceeded to deploy the clip. Hemostasis was not achieved and an unspecified size hematoma developed at the site. Hemostasis was achieved with manual pressure and a femstop device. Though requested, no add'l info was available.

Manufacturer narrative:
The device remains in the pt. A review of the lot history record could not be performed as the lot number was not reported.